Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session.